Manufacturer narrative:
One infusion pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Customer complaint was verified following functional testing. As a result, the mainboard (pwa) was replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis vip had an error code of 44. No patient injury resulted.